Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that tubing detached from the quick release while sleeping. The site was at the left abdomen and the pump was at the same side to the site. The infusion had been in use for few hours. Reportedly, the patient was uncertain whether there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. In the investigation it was found that glue was misplaced on the tubing connector. No further information available.